Event description:
It was reported that post implant a realize band, the patient presented with extreme reflux and no restrictions. The surgeon elected to remove the band laparoscopically. When removing the band, there was difficulty removing the port. The port would not unlock from the tissue and seemed to be imbedded. The port was excised from the tissue.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.